Event description:
It was reported the system responded with error 3 during setup for the case. The customer used a second handpiece with no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionally of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. The batch record was reviewed and no anomalies were noted during the manufacturing process.